Event description:
Event description guidant received information that during a follow-up visit, a lead safety switch was tripped for this atrial lead. A review of daily measurements revealed impedances greater than 2500 ohms. Threshold and sensing data were within normal ranges. At another follow-up, the lead safety switch was noted again as it was likely not reset from the first follow-up. Impedances were currently noted around 1400 ohms, and p-waves were ranging from 0.6mv to 1.2mv. Noise could be easily reproduced with pocket manipulations or isometrics. The patient had experienced some lightheadedness, however no serious adverse effects were reported. In a revision, this lead was surgically abandoned. The attempted replacement 4470 lead was damaged while backing out of the safe sheath. This lead was removed and replaced.